Manufacturer narrative:
Investigation: samples received: none. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed 5,976 units in the market. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample from customer. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K980704. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported the needle detaches. The reporter indicated that the suture of this batch number is often broken in hospital use, and most of them break at the connection of needle and thread. The event occurred before use on patient.